Manufacturer narrative:
The date of the event was corrected from 04/01/2023 to 05/01/2022 based on the information received. Rest of the information in this report remains unchanged.

Event description:
It was reported that the right side of the hana table dropped during the surgery despite it being locked.

Event description:
It was reported that the right side of the hana table dropped during the surgery despite it being locked.

Manufacturer narrative:
Although the event was reported to the manufacturer on 06/16/2023, the device problem observed during the surgery was not confirmed until (B)(6) 2023. Based on the information obtained from the investigation, it was found out that the device was sold and serviced to the hospital by a third party and not the manufacturer itself. The root cause of the reported device malfunction remains to be inconclusive due to the lack of information.